Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 288 mg/dl, 219 mg/dl, and 63 mg/dl. Customer also used another container of strips to test, but is not sure which container was used to obtain the readings listed. Customer treated himself with 2 glucose tablets in response to the reading of 63 mg/dl. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
The customer reported the system had a faulty cable in the x-ray inhibit line and was unable to make an exposure. No patient injury was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for aviva strips, lot 302310, expiration 04/30/2011. (B) (4)